Manufacturer narrative:
On 03/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site, on (B)(6) 2016, that while in a spine fusion procedure, on (B)(6) 2016, the surgeon alleged an inaccurate screw placement. The screw was placed too laterally in the pedicle. No specific measurement was provided. There were 5 total spins; the first navigated one, the second confirmation spin where the alleged inaccuracy was discovered, and 3 additional spins to use navigation to reposition the screw and confirm new placement. This caused about an hour delay to the case. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the accuracy was off by 3mm and patient is doing fine. Based on the event information the medtronic representative suspects the cause of the issue related to frame movement. The instructions for use (IFU) which accompanies this device warns the user against frame movement. "Warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must re-register." The medtronic representative spoke to the surgeon and reminded the surgeon to continually verify accuracy throughout the procedure.

Manufacturer narrative:
O-arm 1000 imaging system s/n (B)(4) was at use in this procedure in addition to the stealthstation s7 system. A medtronic representative, following up with the site, reported that the o-arm required tracker accuracy verification. On 3/11/2016 a medtronic representative performed geometry calibration on the o-arm imaging system after which the medtronic representative performed an imaging system check-out and reported all areas passed, the accuracy was successfully calibrated and verified. A software investigation into the o-arm imaging system was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.